Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the consumer fell "about a year ago" and experienced a subsequent change in stimulation. An impedance check was performed with results greater than 10,000 ohms. As a result a lead revision was scheduled to take place on (B)(6) 2016. The issue was not currently resolved. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.